Manufacturer narrative:
Concomitant products: product ID 8578, lot# n115777, implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
The device was explanted and returned for analysis.